Manufacturer narrative:
Follow-up # 1 date of submission 07/15/2014-device evaluation:the pump has been returned and evaluated by product analysis on 06/30/2014 with the following findings:a visual inspection of the pump showed a cracked battery compartment. There was evidence of corrosion present in the battery compartment. The pump failed a leak test due to a battery compartment leak. The pump cover was opened and no internal moisture was found. The battery cap was undamaged. The battery cap was able to fully tighten on to pump with no power loss and the cap dimensions were within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue. It was reported that the battery cap was damaged and there was evidence of moisture corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.